Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-03-04. H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard bc 20ga catheter/adapter assembly in an opened package from material number 381034, lot number 9225469. A visual/microscopic evaluation of the returned catheter / adapter assembly revealed a hole in the catheter tubing part residing on the wedge. The adapter was then dissected to remove the wedge and catheter tubing for further evaluation. A strip of tubing was observed inside of the wedge leaving a hole in the tubing. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing related issue for the reported defect relating to the raw material or the manufacturing process. Exactly where and how the defect occurred could not be identified at this time. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a hole in it. This was discovered during use. The following information was provided by the initial reporter: blood leakage:hole in the catheter. No blood exposure (but risk of it). New device had to be inserted in patient's vein.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a hole in it. This was discovered during use. The following information was provided by the initial reporter: blood leakage:hole in the catheter. No blood exposure (but risk of it). New device had to be inserted in patient's vein.